Event description:
Patient reported a right side capsular contracture baker grade unknown with "numbness, nerve pinch". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ hypoesthesia: unable to observe as it is not related to the device. ¿ as per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side capsular contracture baker grade unknown with "numbness, nerve pinch". Healthcare professional additionally reported right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional, additionally reported, right side capsular contracture, baker grade IV. The device has been explanted.